Event description:
It was reported that during the surgery ,t2 counldn't be deployed after t1 was deployed successfully. T1 was fixed behind the joint capsule, and t2 was free from the joint cavity and was removed with a planer

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: "t2 couldn't be deployed after t1 was deployed successfully. T1 was fixed behind the joint capsule, and t2 was free from the joint cavity and was removed with a planer." The device is in good condition and shows no damage. There is no apparent twisting or bending of the delivery needle that would hinder deployment or successful anchoring. This device does not indicate cause for malfunction. No mechanical problem was noted. It cycles and actuates as intended. Several factors influencing successful anchoring include device ability, implant location and tissue condition. It is undetermined which factors contributed to stated complaint. An evaluation was opened to investigate the condition.